Event description:
During laparoscopic cholecystectomy, tip of grasper broke off into abdomen of pt. Broken piece was removed through larger incision with x-ray guidance. Counts were correct on closure.